Event description:
It was reported, the patient was unable to adjust stimulation. It was noted they saw a "charge implantable neurostimulator (ins)" icon. It was stated the patient had lost stimulation the day prior to report. It was noted the ins had taken the pain away. It was noted the patient never had recharged the ins. It was stated they tried to charge the patient programmer. It was noted they had been trained on the equipment but they needed further training. It was stated the patient confused the coupling bars with the ins charge level.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer. Patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).